Manufacturer narrative:
Gtin is unavailable as the product made prior to compliance date; (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the motor device had an e9 error code. There were no delays to the surgical procedure as a spare device was available to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the cord was cut near the connector, the device failed the thermistor assessment (actual reading: open line; specification: 1,000-15,000 ohms), and the motor emitted an unusual noise. It was further observed that the bearings were worn and the flex circuit potting was cracked and worn. It was further determined that the issue with the cut cord was caused by a sharp object coming into contact with the device. It was determined that the failed thermistor assessment was due to a worn cracked flex circuit potting, and the motor noise was due to worn bearings. It was determined that the worn bearings and cracked flex circuit potting were due to normal wear over time. The assignable root causes were determined to be due to worn out bearings and motor components from normal use and servicing over time and user error (hole in the cord). If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.